Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to d4: the explanted lead was 7841/1382954 (4470/ 902134 is the currently active lead).

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of atrial pacing. No additional adverse patient effects were reported. Additional information received reported that during the right atrial (ra) lead revision, there were no issues noted with the lead-to-header connections. Additionally, there was no evidence of asystole greater than two seconds. No additional adverse patient effects were reported. This ra lead was discarded and will not be returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to loss of atrial pacing. No additional adverse patient effects were reported.